Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a side port broken issue occurred. It was reported that the tubing was not attached properly to the vizigo¿ sheath inside the packaging. It was discovered to be already broken as soon as it was opened. A replacement sheath was used to continue the procedure. The out of box failure is not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is low. The side port broken issue is MDR reportable.

Manufacturer narrative:
The device evaluation was completed on 23-may-2023. It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a side port broken issue occurred. It was reported that the tubing was not attached properly to the vizigo¿ sheath inside the packaging. It was discovered to be already broken as soon as it was opened. A replacement sheath was used to continue the procedure. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the three-way port was observed detached from the rest of the device; however, no external damages were observed on it. The issue reported by the customer was confirmed based on the picture received. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis revealed that the three-way port was found detached with evidence of damage from the hose area. The detached condition observed on the three-way port could be related to the handling of the device before the procedure and after the device left the facilities; however, this cannot be conclusively determined at this time. Device history record (DHR) was performed for the finished device (B)(4) number, and no internal actions related to the reported complaint condition were identified. Based on the DHR, the h4. Device manufacture date has been updated. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).